Event description:
The reported description of this complaint notes that there is a technical alarm message "speaker malfunction". It is also noted that there are audio tones being produced from the monitor. Patient harm is not expected as these audio tones will continue to be produced for audio alarm to alert the user. There was no report of a patient injury or harm.